Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the physician had difficulties placing the lead due to the patient's heart structure problem and that during placement the lead was kinked and broken. The lead was removed and replaced. No patient complications have been reported as a result of this event.